Event description:
As reported by a field clinical specialist (fcs), during a subclavian/axillary tavr procedure of a 26 mm sapien 3 ultra valve in the native aortic valve, the first 14f sheath kinked and caused the 26mm valve on the delivery system to break through the 14f sheath and get stuck. A 2nd system was prepped and the entire first system was removed and a new sheath placed, then a 2nd 26mm valve delivery system was successfully deployed. It was noticed there was a perforation in the left subclavian and a 6x29mm a non-edwards balloon expandable stent graft was placed over the dissection and sealed the vessel with a good result. Voluntary medwatch received, uf/importer report # (B)(4). Additional information received from the medwatch: main access was taken through the left axillary artery. During the procedure, there was difficulty advancing the device. The system was removed and a strut of the valve had torn through the esheath and a small part of frame strut was protruding. It was felt that the axillary artery may have sustained an injury. A new valve and delivery system was used. The valve deployed well and had low gradients and no pvl. The patient is stable and was discharged home.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022 -04370 . The investigation is ongoing. The device has not been returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 impact code and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The complaint was unable to be confirmed without the returned device or procedural imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of IFU/training materials revealed no deficiencies. In this case, ''as reported by a field clinical specialist (fcs), during a subclavian/axillary tavr procedure of a 26 mm sapien 3 ultra valve in the native aortic valve, the first 14f sheath kinked and caused the 26mm valve on the delivery system to break through the 14f sheath and get stuck''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Additional case notes state that once the system was removed a bent strut was observed protruding through the seam of the sheath. In this case, it is possible difficulty was encountered during delivery system advancement through the sheath; thus additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can lead to kinking the sheath as reported and can led the delivery system with the crimped valve to catch and puncture the sheath liner with further manipulation and resulted in the valve strut damage. As such, available information suggests that procedural factors (kinked sheath, excessive device manipulation, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.